Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported they were not able to adjust the airway pressure during manual ventilation. There was no report of patient injury.